Event description:
Surgeon was using the davinci intuitive force bipolar instrument and noticed that it would no longer open or close the jaws. Instrument was removed and upon inspection it was noticed that there was a broken cable. Instrument was removed from the field and replaced with new one.